Event description:
It was reported that patient underwent total bi-polar arthroplasty in 2007. Surgeon was unable to assemble liner component in shell component. Alternate product was used to complete the procedure.

Manufacturer narrative:
In response to recent FDA audit, event was reassessed and determined to meet reporting requirements as device malfunction. This report filed on april 15, 2008.